Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during the investigation, the pump powered on with auditory and vibration to a blank screen. Investigators were unable to verify further steps and to adequately investigate the reported ¿(B)(4)¿ complaint. The returned battery cap was undamaged and able to fit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was an alleged call service 006 alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.